Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following a glaucoma shunt implant procedure, the patient experienced eye pain and blurry vision. The patient also had signs of corneal decompensation extending from nasal cornea (directly over the device) extending centrally with decreased acuity (20/50). Two rings were showing. It was stated that the patient was seen 6 months prior with no signs of corneal decompensation. Additional information has been requested; however, further information has not been received.